Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for initial implant. When implanting the right ventricular lead, the physician noted that the lead had poor sensing. The lead was not used and another lead was used for the procedure. Patient was stable post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.